Manufacturer narrative:
Device evaluated by MFR: unit returned with its original box. The unit returned has the wire peeled and the tip damaged, as part of overall visual revision. The returned guidewire had the distal tip with the polymer jacket peeled and it is kinked, broken and unraveled. Additionally, the wire is kinked at middle section. Under microscope inspection it was possible to observed the polymer jacket peeled and the tip kinked, broken and unraveled. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification.

Event description:
It was reported that wire break occurred. A v-14 control wire guidewire was used, however, it broke inside the vessel. No patient complications were reported. It was further reported that the greater than 99% stenosed target lesion was located in the non-tortuous and severely calcified superficial femoral artery. A small broken wire was firmly embedded in the plaque and was left in place. The remainder of the guidewire was pulled with force to remove it but a small pieces of metal came off in the microcatheter. The procedure was completed with a 0.014 non-boston scientific device. On the same day, the patient was discharged and ambulatory with no special instructions.

Event description:
It was reported that wire break occurred. A v-14 control wire guidewire was used, however, it broke inside the vessel. No patient complications were reported. It was further reported that the greater than 99% stenosed target lesion was located in the non-tortuous and severely calcified superficial femoral artery. A small broken wire was firmly embedded in the plaque and was left in place. The remainder of the guidewire was pulled with force to remove it but a small pieces of metal came off in the microcatheter the procedure was completed with a 0.014 non-boston scientific device. On the same day, the patient was discharged and ambulatory with no special instructions.

Event description:
It was reported that wire break occurred. A v-14 control wire guidewire was used, however, it broke inside the vessel. No patient complications were reported.